Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high pacing impedance and high capture threshold resulting in loss of capture. Multiple repositioning attempts were made but were unsuccessful. The ra lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.